Event description:
It was reported that, during an attempted implant, lead would not pass through the sheath. The lead was not implanted. A new lead was implanted without complications.

Manufacturer narrative:
The reported field event on an inability to pass the lead through a 7fr sheath was confirmed and was due to excess medical adhesive noted at 49.8 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.